Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Customer stated "does not spray cryo" repair tech stated "cannot verify". (B)(4). Wallach ultra freeze 900076 e-complaint- (B)(4).

Manufacturer narrative:
Investigation x-inspect returned samples analysis and findings . Complaint (B)(4). Was the complaint confirmed? No. Distribution history: this complaint unit was manufactured at csi on 01/03/2018 under wo (B)(4) and shipped on 03/22/2018. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed one similar reported complaint condition. Product receipt: the complaint unit was returned under warranty. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. Root cause not applicable as the complaint condition was not confirmed. Correction and/or corrective action the unit was tested to specifications with no functional defects noted and returned to the customer under warranty. No further corrective action is necessary, as the complaint condition was not confirmed. No further training required at this time. Preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Customer stated "does not spray cryo" repair tech stated "cannot verify" ro (B)(4). 1216677-2021-00079 wallach ultra freeze 900076 e-complaint (B)(4).